Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, neuromuscular problems and other outcomes. It was reported that the patient experienced urinary retention, pain, and recurrent urinary tract infections. The patient underwent cystoscopy, urethrolysis, mesh incision and mesh excision on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a cardiac stent procedure in 2009.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent right ilioinguinal nerve resection and resection of implanted vaginal mesh at 2 sites on (B)(6) 2013 due to right-sided pelvic pain and implanted pelvic mesh. No additional information was provided.